Manufacturer narrative:
All of the buttons functioned properly and no damage was noted in the keypad assembly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported that the esc button on the insulin pump was not working. Customer stated that they had a meter blood glucose readings alarm on the insulin pump and they were unable to clear it. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.